Event description:
The customer reported via phone call that she had an issue with the new pump. Customer stated that her blood glucose was over 400 mg/dl and she has not put in any bolus. Customer has not been giving any bolus for meals or to treat high blood glucose. Customer thought the pump automatically would calculate and put in the bolus for her without doing anything. Customer's blood glucose was 324 mg/dl. Customer will give a manual bolus of 2.7 units. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.